Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 2 years and 1 month. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016. It was reported that the patient presented with suspected device thrombosis. System controller history interrogation showed low flow alarms and pump stoppages. The patient was reportedly cool, short of breath, and was subsequently admitted. Lactate dehydrogenase (ldh) level was at 770 u/l. A CT angiogram was also performed; however, the results were not provided. The patient was started on milrinone and heparin infusions. A pump exchange, via a subcostal incision with femoral cannulation for cardiopulmonary bypass (cpb), was performed the morning of (B)(6)2017. During the procedure, a clot was visualized in the left ventricle and a full redo sternotomy approach was taken. The patient developed massive distributive shock requiring an extended time period on bypass. Weaning attempts were made but the patient developed right ventricular (rv) failure. A device from another manufacturer was placed for right heart support; however, the right heart continued to fail. Extracorporeal membrane oxygenation (ECMO) support was to be initiated. Despite dual ventricular support, the patient could not overcome hemodynamic instability. Support was withdrawn the evening of (B)(6)2017. The second pump was not explanted. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the severed distal end portion, measuring approximately 35 inches in length, was returned. The sealed inflow conduit was returned detached from the pump¿s inlet port. The sealed outflow graft had been detached from the outlet elbow. Examination of the pump blood-contacting surfaces found denatured blood and a ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The laminated layering indicates that the thrombus formed over an undetermined period of time while the pump was supporting the patient. Examination of the body of the rotor also revealed denatured blood. Examination of the proximal side of the outlet stator revealed dark, hardened denatured blood occluding the outlet stator. Its areas of denaturation as well as the contact marks observed at the distal end of the rotor suggest that it was present for an undetermined period of time while pump was supporting the patient. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, these thrombi formations could have contributed to the patient's elevated ldh levels. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.